Event description:
It was reported this right atrial (ra) lead was surgically abandoned due to an unknown product performance anomaly. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported this right atrial (ra) lead was surgically abandoned due to an unknown product performance anomaly. A new lead was implanted. No additional adverse patient effects were reported. Additional information was obtained from the field indicating that this ra lead was surgically abandoned due to oversensing, loss of capture and high impedance.